Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had an EKG which failed 03/2013 during a physical because she forgot to turn off ins. The patient was in the hospital for 8 days last summer and rehab 16 days for urinary tract infection, severe reaction to medication and kidney stones. The patient had lithotripsy to destroy kidney stones. The patient did not turn ins off during that time. The patient was "out of commission" for (B)(6) 2012. It was noted that sometimes the patient believed the ins was not working because she sometimes had to use the restroom all the time. It worked sometimes. The ins was adjusted in (B)(6) 2012. The patient had concerns regarding whether she should/could change programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v753536, implanted: (B)(6) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. It was stated the patient was to make an appointment for (B)(6) 2013.